Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose was unknown. Customer reported reoccurrence of motor error alarm twice in the same week and keeps appearing while trying to rewind. Customer confirmed he was not able to complete rewinding. Customer confirmed that the drive support cap was intact. Customer was advised to stop using the insulin pump and to refer to back up plan until receiving a replacement insulin pump. The insulin pump will be returned for analysis.